Manufacturer narrative:
The delivery system was returned in a used condition. A kink was present on the delivery system flex shaft distal to the handle, due to packaging of the device for return. The sheath was returned separated from the delivery system. A container was also returned containing the delivery system balloon, thv, and pre-stent described in the cer. The delivery system was visually inspected and the following were observed: · the crimp balloon was torn. The guidewire lumen was cut and the guidewire lumen/balloon were separated from the delivery system · as returned, the balloon was bunched distal to the crimped valve and the valve was not in a fully aligned position · gouges were observed on the flex tip · compression was present on the distal end of the flex shaft the balloon shaft was able to be pulled to the valve alignment position and locked. Full fine adjust was able to be used. The balloon shaft was pulled without slippage. Therefore, the locknut/collet engagement meets the specification. Due to the condition of the returned device (torn crimp balloon), functional testing with a sample valve was unable to be performed. Double wall thickness measurements were taken on the crimp balloon along the balloon separation. The area distal to the tear could not be measured as that area consists of the bond area and inflation balloon. The measurements meet the double wall thickness specification. A device history review was performed and did not reveal any manufacturing issues that could have contributed to the complaint event. A lot history review revealed no similar complaints for ¿delivery system ¿ difficulty with valve alignment¿, ¿balloon ¿ torn¿, or ¿delivery system ¿ withdrawal difficulty, from valve, vasculature¿. Review of complaint history revealed that the occurrence rate did not exceed the november 2017 control limit for the trend category ¿valve alignment difficulties¿, ¿damaged¿, ¿withdrawal difficulty¿. Based on the review of the instruction for use (IFU) and training manual, no deficiencies were identified. Inspections during the manufacturing process support that it is unlikely that a manufacturing non-conformance contributed to the reported complaints. Imagery was provided for evaluation. No imagery was provided of the valve alignment, tortuosity, or the delivery system being withdrawn. The provided imagery shows the sheath inserted through a curve. Kinks are visible on the sheath, indicative of the vessel tortuosity. Subsequent imagery shows the valve fully aligned and within the pre-stent. In this image, the sheath has been pulled back. The path taken by the delivery system suggests that valve alignment may have been done in curvature. The complaints for ¿delivery system ¿ difficulty with valve alignment¿, ¿balloon - torn¿, and ¿delivery system ¿ withdrawal difficulty from valve, vasculature¿ were confirmed based on the condition of the returned device. However, no potential manufacturing issues were identified which would have contributed to the complaint. The supplied imagery suggests that valve alignment may have been done in tortuous anatomy. Performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can create tension in the system in order to achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. Residual volume left in the balloon may also contribute to increased forces during valve alignment. This was recreated in a previously performed engineering study as well. These higher valve alignment forces can contribute to difficulty with valve and alignment and/or fine adjust and result in a tear in the crimp balloon. The withdrawal difficulty was described as being due to the delivery system nose tip being caught in the pre-stent. No abnormalities were observed on the nose tip of the returned delivery system. Use of the commander delivery system for deployment of a valve in a pre-stent is considered off-label and the effects and hazards of this type of procedure are not documented. Therefore, it is likely that procedural factors (valve alignment in tortuous anatomy and off label deployment into a pre-stent) contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints for ¿delivery system ¿ difficulty with valve alignment¿, ¿balloon - torn¿, and ¿delivery system ¿ withdrawal difficulty from valve, vasculature¿ were confirmed based on the condition of the returned device. However, no potential manufacturing issues were identified which would have contributed to the complaint. Available information suggests that procedural factors may have contributed to the event. Since no labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time.

Manufacturer narrative:
Update to reflect device return. Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during the attempt to place the 29mm sapien 3 case by trans-jugular approach in the pulmonic position, difficulties were encountered during valve alignment. A lot of tension was built up and the tension was released several times in order to get the valve sufficiently between the markers. Then the valve was positioned in the pulmonic pre-stent without further issues. Deployment started but the valve did not inflate at all. It was seen that the contrast liquid leaked out at the balloon. Due to this it was attempted to retract the system, but somehow the delivery system nose cone got caught on the pre-stent and it was not possible to move the delivery system forwards or backwards. The system was left in place and the patient was converted to open heart surgery. The delivery system and pre-stent were removed and a surgical valve was implanted. The patient was stable post operation.